Event description:
Reportedly, an ovatio ICD could not be interrogated with the newest installed programmer software version (smartview 2.14); the following warning was displayed: "the integrity of the software is unsure; please contact ela medical." This was reproduced when interrogating a device which was still in its commercial box. After the programmer version was re-installed, the ovatio icds could be interrogated successfully.

Manufacturer narrative:
February 25, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): method: since the device remains implanted, the programmer files were reviewed. Conclusion: the origin of the reported behavior remains unknown. However, the most probable hypothesis would be: an installation process anomaly (isolated event), an interaction between the programming head initialization and programmer software integrity checks; such behavior should not recur in more recent versions of the programmer software - sv 2.16 or later versions - because a correction was already implemented for a similar issue. None of them could be confirmed. There was no consequence for the patient; the event occurred before any interaction with the implant. This was therefore not linked to any communication process with the implant.